Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that the first pump he had was defective in 2006. The patient stated that he has no idea why the pump was defective, but he has an allergy to titanium. With the first pump, the hcp encased the pump in silicone, but it did not work. Information was omitted and split into pe (B)(6) (pump defective/clogged/vd).